Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise and capture anomaly. Noise was not reproducible in clinic. No intervention was performed. The patient experienced no adverse consequences. Both the lead and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information on 11/30/2016 stated that upon interrogation, the lead exhibited low impedance. No intervention was performed. No further information was available.